Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 26oct2020.

Event description:
The customer reported that the unit had a malfunctioning screen. It was reported that the unit would power up, and would not illuminate the screen. The manufacturer's field service engineer (fse) performed remote troubleshooting. The remote service provider discussed replacement parts with the customer. The customer was sent a replacement user interface (ui) assembly. There was no patient involvement. The customer confirmed that there was no delay in therapy as a result of this event. The customer confirmed that the ui assembly was successfully replaced. The customer confirmed the unit is operational and has been returned to service.

Manufacturer narrative:
G4: 11feb2021. B4: 23feb2021. H11:g5: k102985. H10: user interface assembly was received for analysis. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the user interface assembly into a fi ventilator to duplicate the reported issue. During the unit testing the user interface assembly was installed in the fi test ventilator and in examination of the lcd panel, it was found that the wires connecting the backlight inverter to the display were discolored due to high temperature. Fault was found on this returned user interface assembly and the customer complaint was confirmed to be caused by failure of the lcd panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.